Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that, the 4-40 stud broke off the handpiece during set up for the lap nissen fundoplication case. The case was able to be finished by other means with no patient consequence.